Event description:
Faulty design of siemens healthineers clinitest renders it useless. Please investigate and consider a recall. The liquid vial is a flawed design. It's basically impossible to squeeze 3 drops out of it onto the test card.